Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2019 with the following findings: during investigation, the original complaint about the keypad was unable to be duplicated. There was no damage or peeling found to the keypad and all the keys were responsive to user presses. The keypad was then removed and there was no evidence of contamination on the key contacts. The pump was opened and there was no evidence of moisture corrosion near the keypad connector. The allegation of a keypad issue was not duplicated or confirmed during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter claimed the keypad buttons get stuck when pressed and the buttons need to be pressed a couple of times to the them un-stuck. The reporter denied moisture or corrosion in the pump. The reporter denied damage to the keypad. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.